Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of a clock anomaly from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The wife stated that her husband's meter has the wrong time on them. The customer stated that the gain is greater than 3 minutes within 10 days. The customer stated that the gain is not greater than 9 minutes within 30 days. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.